Manufacturer narrative:
Kuo, j., chuang, m., jan, h., cheng, y., ho, y., kao, y., tsai, k., ou, y. (2025). Predicting initial trial without catheter failure after prostate deobstruction surgery using preoperative urodynamics. International neurourology journal, 29(4), 286-295. Https://doi.org/10.5213/inj.2550176.088. Detailed product information was not provided to bsc despite good faith effort. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via a literature article published in the international neurourology journal, that a retrospective study was conducted to identify predictors of initial trial without catheter (twoc) failures of patients who underwent surgery to treat benign prostate obstruction caused by benign prostatic enlargement. A total of 327 male patients, with median age of 69 years, underwent prostate de-obstruction surgery at one institution in taiwan between march 2018 and september 2024. All patients had a foley catheter placed after the procedure. 166 patients out of the 327 underwent de-obstruction surgery via photoselective vaporization of the prostate using the greenlight xps laser system. Following procedures, 41 out of 327 patients experienced initial twoc failure, in which re-catheterization was required within 7 days of catheter removal. Only 3 patients who failed the initial twoc, had a long-term twoc failure. Among those who initially failed twoc, later succeeded the twoc. The prevalence of detrusor underactivity (du) was significantly higher in the initial twoc failure group when compared to the successful twoc group. Additionally, patients with lower bladder outlet obstruction (boo) were more likely to experience initial twoc failure. It had been identified that du and low boo as independent predictors for potential twoc failures.